Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 it was reported by the patient's parent that a very unusual incident happened the patient experienced a skin reaction underneath the entire patch area. It resulted in swelling and then later, produced pus. On (B)(6) 2026 the patient went to (B)(6) to have his swollen skin checked and the patient was prescribed with an oral medicine which is cefalexin 500mg that he had to take 3 times a day for 7 days. There's no procedure performed; only visual check. Today, as per the parent's confirmation that the skin is still swollen but not that swollen anymore compared to the day that they have visited the facility and the patient is doing good since then. At the time of the report, patient condition was stable. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H11- labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).